Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event could not be replicated in a testing environment; therefore, could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Fourteen unused sterile starclose devices with the same lot number, 40911k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, all deployment steps were performed, but the starclose clip did not achieve hemostasis. The clip was deployed but not at the right place. The clip did not become embolized in the patient's vasculature; however, it remains in the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.